Manufacturer narrative:
Device evaluation summary device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the bedside pca. The root cause for the damaged q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was unable to charge a battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the bedside pca. The root cause for the damaged q1 transistor could not be poistively identified. No adverse event resulted from the defective battery charger/modem. Additional information 02/19/2016: device evaluation of belt sn (B)(4) has been completed. The reported problem (add gel / replace belt messages) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) cable was pulled from the dn strain relief, damaging internal wires. The cause of the 'add gel / replace belt' messages is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. Device manufacture date: charger: 08/29/2012; belt: 08/26/2014.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery. 02/19/2016 additional information: a us distributor reported that the same patient using the charger that was initially reported, also received 'replace belt' and 'add gel' messages. There was no prior gel release, indicating a damaged cable.